Event description:
The technician alleged that the brakes at the foot end of the stretcher are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake linkage and the brake casters to resolve the issue.